Event description:
It was reported that syringe 10ml saline xs packaging was broken. This was discovered before use. The following information was provided by the initial reporter: broken packaging, the lot number is on the "recall-list" that has been send out to all the customer (B)(6)july.

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 0076414 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, a thorough sample investigation could not be completed and the reported defect could not be substantiated. A field safety notice has been issued for this type of defect, however, the notice references product manufactured in 2019. The reported lot number involved in this incident was manufactured on a separate production line in 2020 and is not part of the notice. Our quality team is closely monitoring the production process for signs of this potential defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml saline xs packaging was broken. This was discovered before use. The following information was provided by the initial reporter: broken packaging, the lot number is on the "recall-list" that has been send out to all the customer (B)(6).